Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that there was a loose power connection on the dvd drive resulting in the viewing station of the imaging system boot up process halting. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system computer would not power on. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The suspect din rail ac in was returned for evaluation. Analysis was unable to confirm the reported problem. Testing found no problems.